Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no obstructions within the lead barrels. All setscrew seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during attempted implant of this device, it was reported the chronic, implanted right ventricular (rv) lead, could not be successfully inserted in the header of this device. This device was not used and was returned to boston scientific for analysis. No adverse patient effects were reported.